Event description:
The pt was experiencing a loss of stimulation. The physician scheduled a lead revision to correct the problem. When the physician opened the pocket, he noticed that one of the extensions was cracked. The leads were tested and found to be working. Both extensions were replaced and the pt was reported to be "doing fine".

Manufacturer narrative:
(B) (4).